Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Device history record (DHR): reviewed the DHR for batch 25b05ged91, there is no such defect detected at in process and final control inspection pertaining product leakage. No sample was received for further investigation. However, a video clip was provided in the cc notification showing leak at the filling port. Investigation results: no complaint sample was given but one video was attached in the cc notification to indicate the solution was leaking out from the filling port of the sample. According to the customer's description, leakage was observed at the filling port when filling the pump with chemotherapy drugs. Based on the video, leakage was observed at the filling port area which was connected to a connector during the filling process. The leakage at the filling port area could be due to the crack at filling port. Crack at filling port is a known issue and corrective action is in place to address the issue. Conclusion: no complaint sample was returned for investigation, but a video was received. Leakage was observed from the filling port during the filling process. Therefore, this complaint is classified as confirmed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4) premarket submission # k081905.

Event description:
According to the event description: "after filling it completely (we usually fill it to 220 ml), it started to leak from the filling opening next to the shut-off valve."